Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown ethnicity. Medical history: type 1 diabetes and diabetes went to 600 (no units and normal ranges were provided) and patient went to intensive care unit (ICU). Concomitant medication was not reported. The patient received insulin lispro (rdna origin) (humalog) cartridge via reusable pen, 2iu, unknown frequency, route of administration, for diabetes type 1, beginning on an unknown date. On unknown date, unknown time after beginning insulin lispro therapy, while receiving via humapen luxura half dose pen (lot 1307g08), patients diabetes was complicated, suddenly went to 600 (no units and normal ranges were provided) and suddenly decreased to 35 (no units and normal ranges were provided), which was considered serious due to medically significant reasons by the company. On an unknown date, the pen had a problem and did not release the medication if the dose was lower than 5iu, due to that, patients grandmother injected 5iu so the patient could receive the medication. No information about exams, corrective treatment and outcome was provided. It was provided that the pen was stored at room temperature with the needle attached. On (B)(6) 2017 insulin lispro therapy was ongoing. Patients grandmother and the patient operated the device and it was unknown if they were trained. It was unknown how long the patient had used the reported humapen luxura half dose pen (lot 1307g08) and this device model. Return of the pen was unknown. The reporting consumer did not provide a relatedness assessment. Update 07apr2017: additional information received on 06apr2017 from initial consumer reporter. Added device lot number, updated improper use field. Added information that patient stored the pen with the needle attached. Updated device details with information that patient operated the device. Updated narrative and corresponding fields accordingly. Update 07apr2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 10apr2017: additional information was received on 06apr2017 from initial reporter consumer. Added patients age; added as of 06apr2017, patient was still receiving incorrect dose of insulin lispro; updated outcome of incorrect dose administered to not reported. Narrative and fields updated accordingly.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary the grandmother of a female patient reported that the patient's humapen luxura hd device would not release medication if the dose was less than 5 units. She then clarified that the medicine was released as drops not a stream. The patient experienced fluctuations of blood glucose. The device was not returned for investigation (batch 1307g08, manufactured july 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Troubleshooting of the device was performed by a trained professional. The device released medication, indicating it was functioning normally. The reporter stated that the device was stored with a needle attached. The instructions for use state, "remove the needle after every use. Do not store the pen with the needle attached" and, "to prevent air from entering the cartridge, do not store the pen with a needle attached." There is evidence of improper use. The reporter stored the device a needle attached. It is unknown if this is relevant to the event of fluctuations of blood glucose.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown ethnicity. Medical history: type 1 diabetes and diabetes went to 600 (no units and normal ranges were provided) and patient went to intensive care unit (ICU). Concomitant medication was not reported. The patient received insulin lispro (rdna origin) (humalog) cartridge via reusable pen, 2iu, unknown frequency, route of administration, for diabetes type 1, beginning on an unknown date. On unknown date, unknown time after beginning insulin lispro therapy, while receiving via humapen luxura half dose (hd) pen (lot 1307g08), patients diabetes was complicated, suddenly went to 600 (no units and normal ranges were provided) and suddenly decreased to 35 (no units and normal ranges were provided), which was considered serious due to medically significant reasons by the company. On an unknown date, the pen had a problem and did not release the medication if the dose was lower than 5iu ((B)(4) / lot 1307g08), due to that, patients grandmother injected 5iu so the patient could receive the medication. No information about exams, corrective treatment and outcome was provided. It was provided that the pen was stored at room temperature with the needle attached. On (B)(6) 2017 insulin lispro therapy was ongoing. Patients grandmother and the patient operated the device and it was unknown if they were trained. It was unknown how long the patient had used the reported humapen luxura hd pen (lot 1307g08) and this device model. The device was not returned to the manufacturer. The reporting consumer did not provide a relatedness assessment. Update 07apr2017: additional information received on 06apr2017 from initial consumer reporter. Added device lot number, updated improper use field. Added information that patient stored the pen with the needle attached. Updated device details with information that patient operated the device. Updated narrative and corresponding fields accordingly. Update 07apr2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 10apr2017: additional information was received on 06apr2017 from initial reporter consumer. Added patients age; added as of 06apr2017, patient was still receiving incorrect dose of insulin lispro; updated outcome of incorrect dose administered to not reported. Narrative and fields updated accordingly. Edit 18apr2017: the case was unlocked in order to add (B)(4) on narrative. Update 28apr2017: additional information received on 27apr2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and device available for evaluation from yes to no. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.